Event description:
It was reported that during a gastrectomy, the distal tip of the blade broke when it was cleaned with gauze. Another device was used to complete the case. There were no adverse consequences to the patient.